Event description:
The customer reported to olympus during preparation for use, there was no image; a picture switches on and off, as well as focusing in and out on the hd autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a smashed connector, hole on focus switch button and a faulty charged coupled device (ccd). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image displayed intermittently and failed was caused by a failure of the charge coupled device unit. However, the definitive root cause of the charge coupled device unit failure could not be determined. Olympus will continue to monitor field performance for this device.